Event description:
The manufacturer received information alleging a ventilator was continuously alarming. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.